Event description:
It was reported that the caller was updating pump settings, including time and personal profile adjustments. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the pump time and advised monitoring for any future time discrepancies, with the caller understanding and acknowledging the guidance.